Event description:
It was reported that the patient experienced insulin occlusion event due to use of expired infusion set product which led to high blood glucose on (b)(6) 2026 the event was treated with a correction insulin injection via multiple daily injections.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 3003442380.